Event description:
It was reported that the platform indicated that the battery was empty when battery was fully charged. Battery sn is (B)(4). Issue occurred 1 year after the battery was put to use. There was no pt involvement reported. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is recieved and when it is evaluated.